Manufacturer narrative:
Analysis receive the unit with all buttons function properly, however moisture damage was found on the keypad traces. There was no frozen screen or button error alarm noted. The unit function properly and passed rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacements tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 276 mg/dl at the time of incident. The insulin pump will be returned for analysis.